Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose level because of sensor was not working properly. Blood glucose level at the time of the incident was 500 mg/dl which was treated with insulin pump. Customer¿s other blood glucose value was 219 mg/dl. Customer had symptoms such as nausea. It was unknown that auto mode feature was active or not at the time of event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.